Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the enlite sensors have short electrodes. The customer¿s blood glucose level was 6 mmol/l at the time of the incident. The customer stated the transmitter did not blink after connection with sensor, she does not know if electrode was correct, possibly too short. This happened on two sensors. The sensors will not be returned for analysis.